Event description:
It was reported that a stent fracture occurred. A 7mm x 100mm, 75cm eluvia drug-eluting vascular stent system was selected for use in a femoral angioplasty procedure to treat an occlusion. The target lesion was moderately calcified and moderately tortuous. During use, a stent fracture occurred. The fractured device was pulled from the body. The procedure was successfully completed with another eluvia. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 date of event: estimated as this was not provided. Further detailed event information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a stent fracture occurred. A 7mm x 100mm, 75cm eluvia drug-eluting vascular stent system was selected for use in a femoral angioplasty procedure to treat an occlusion. The target lesion was moderately calcified and moderately tortuous. During use, a stent fracture occurred. The fractured device was pulled from the body. The procedure was successfully completed with another eluvia. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: the device was not returned for analysis; however, the site provided a photo, which confirmed the stent fracture. B3 date of event: estimated as this was not provided. Further detailed event information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.